Event description:
Customer reported that he was hospitalized about a year ago due to low blood glucose and pneumonia. Customer's blood glucose reading was 34 mg/dl. Customer stated that he was connected during the rewind/prime process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.